Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The manufacturer representative confirmed that the instrument was bent. Otherwise, all system tests passed. The system then passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer for analysis because the site kept the instrument.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site had a bent straight suction instrument. There was no patient present when this issue was observed. It was later reported that the suction would still verify but it was a little difficult.